Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer would initially resume insulin delivery and would then receive another occlusion alarm. After the occlusion alarm re-occurred, the customer would change their pump supplies. The customer believed that their blood glucose (bg) levels were not affected but could not provide a specific value. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.